Manufacturer narrative:
Upon additional follow-up, it was determined that the event reported on 2937457-2021-00952 was not a reportable event related to the liberty cycler. Causality was attributed to the patient¿s cats chewing through the fmc cassette tubing during the night, as well as being present during initiation/termination of pd therapy. The peritoneal effluent culture returned positive for pasteurella and it was confirmed the adverse event was unrelated to any fresenius device(s) and/or product(s). Pasteurella bacteria are normal flora found in the upper respiratory tract in felines and are most frequently transmitted to humans through bites or scratches. There was no indication that use of the liberty cycler caused or contributed to the patient¿s peritonitis. There will be no further updates on 2937457-2021-00952.

Event description:
It was reported a patient had peritonitis while on peritoneal dialysis (pd). No further information was provided at intake. During follow-up, the patient¿s area director of operations (do) reported the patient presented to the hospital (exact date unknown) with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (result unknown) was collected, and the patient was admitted with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime (dose, frequency, duration unknown). The peritoneal effluent culture returned positive for pasteurella (genus not provided), and the patient¿s antibiotic was continued. The do attributed causality to the patient¿s cats being present during initiation/termination, in addition to them chewing through the fmc cassette tubing while the patient slept. While hospitalized the patient transitioned from ccpd therapy to hemodialysis (hd) due to their unwillingness to remove the cats from the home/treatment area. The patient¿s pd catheter (not a fresenius product) was surgically removed, while simultaneously receiving a hd catheter (not a fresenius product). The patient tolerated the transition well and was discharged home. The patient has recovered from the events and is undergoing outpatient hd for renal replacement therapy (rrt) without issue. The do stated there was no concern that a fresenius product deficiency or malfunction occurred.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had peritonitis while on peritoneal dialysis (pd). There is no further information available.